Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that indicated this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a five year drop in expected battery longevity over the course of one year. Premature battery depletion was suspected. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Additionally, noise oversensing led to pacing inhibition and greater than two seconds of asystole for this pacemaker dependent patient. Insulation damage was suspected on the competitor right atrial (ra) lead but could not be confirmed via chest x-ray. The device has been re-programmmed and a revision procedure to replace the system will be scheduled. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.